Event description:
Revision surgery - due to subluxation of the patient's shoulder.

Manufacturer narrative:
The reason for this revision surgery was subluxation of the shoulder. The length of in vivo service was 2.2 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 11 prior complaints reported against this part; summary of investigations:: 6 for dislocation, 3 for instability, 2 for infection. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or details of the patient's condition. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.